Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer's blood glucose was 600 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer stated that the insulin pump was under delivering. Troubleshooting was done for delivery anomaly. The insulin pump passed. The customer agreed that the insulin pump was not under delivering. The insulin pump will not be returned for analysis.